Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. Each event reported to bd is evaluated and investigated in accordance with our complaint investigation procedures. The investigation process includes, but is not limited to, evaluation of the event details provided by the complaint facility, a review of complaint history, manufacturing records and risk document where applicable, and an evaluation of the subject device when available to identify potential contributing factors. The device has not been returned to the manufacturer for evaluation.

Event description:
It was reported that the outer tube of the sheath was frayed.

Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The complaint of microintroducer is confirmed and was determined to be use-related. One 5 fr microintroducer was returned for evaluation. An initial visual observation revealed the dilator is curved. A microscopic observation revealed the tip of the sheath was buckled and bulged. Blood residue was observed near the damage. This suggests that the sheath experienced plastic deformation which likely occurred by advancing the microintroducer against resistance. Such resistance may occur if insertion is attempted at a steep angle or if the insertion hole is too small. This complaint will be recorded for future trending and monitoring purposes.